Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pin from the patient cable was stuck inside the ventricular port of the external pulse generator (epg). There was no patient involvement.